Event description:
Note: this manufacturer report pertains to one of the two devices implanted in the same patient. Please refer to MFR report 3005099803-2023-05065 for the associated device. It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during tension-free vaginal tape placement, anterior repair, previous unspecified sling removal, hysteroscopy, and dilatation and curettage procedure performed on (B)(6) 2016. The aim of these procedures was to treat dysfunctional uterine bleeding, stress incontinence, thick endo, and cystocele. On (B)(6) 2019, the patient underwent a da vinci robotic total laparoscopic hysterectomy, bilateral salpingectomy, sacrocolpopexy, and cystoscopy procedures following a complete uterine procidentia. The patient underwent surgery in which the fallopian tubes, ovarian vessels, round ligament, broad ligament, and cervix were removed using cautery instruments and scissors. The vaginal cuff was then closed with sutures. The posterior vagina was separated from the rectum and a y-mesh was placed on the sacral promontory to support the anterior and posterior vaginal walls. The incisions were closed, and the patient was found to be in stable condition with no complications.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2016, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). Block h6: the following imdrf impact code capture the reportable event of: f1901 - captures the reportable event of patient had to undergo an additional surgery.